Event description:
A falsely elevated glucose result of 625 mg/dl was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 245 mg/dl was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated glucose result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result was multiple instrument issues due to maintenance being needed.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result was multiple instrument issues due to lack of customer maintenance. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.